Event description:
Event description guidant received information that this device recorded a large number of ventricular tachycardia (v-tach) episodes. There was an increase in the patient's threshold, but impedance measurements were normal. It was later determined that the v-tach episodes were actually loss of capture in the right ventricle but appeared to be v-tach episodes because of competition between the patient's intrinsic rhythm and the paced beats. There were no adverse patient effects and the device is functioning properly as evidenced by the ventricular pacing. Guidant technical services suspected that there is an issue with the lead or it is a patient related condition.